Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test provided by end-user at time complaint was filed. Since time of test exceeded three hrs there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Data comparison is not required. Product will be investigated when it is returned.